Event description:
It was reported that on an unknown date, the plate and screw broke and needed to be replaced. The broken devices were noticed in an x-ray. Two x-rays were taken, one at four weeks post-op and one from (B)(6) 2022 follow-up. The x-ray taken in 2022 showed that the device was broken. The devices were implanted on (B)(6) 2021. On (B)(6), 2022, the devices were replaced, and a bone graft was added. This report involves one (1) unknown screws. This is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.